Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Surgeon implanted accolade ii stem and noticed it sat lower than the broach.

Manufacturer narrative:
An event regarding seating height involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for analysis. -medical records received and evaluation: no medical records were received for review with a clinical consultant.. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, x-rays, and revision operative report are needed to complete the investigation for determining root cause. If additional information and/or the device become available, this investigation will be reopened.

Event description:
Surgeon implanted accolade ii stem and noticed it sat lower than the broach.